Event description:
It was reported that on 06apr2021, the patient developed major bleeding in the mediastinum following left ventricular assist device (lvad) implant. The patient received less than 4 units of transfused red cell concentrate per 24 hours. The patient was on warfarin and heparin at the time of the event. The bleeding required reoperation. On (B)(6)2021, the patient developed major bleeding in the intramuscular right thigh. The patient was transfused with less than 4 units of red cell concentrate per 24 hours. The patient was on warfarin. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jan2021. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and heartmate 3 patient handbook are currently available. ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.